Manufacturer narrative:
Extended investigation was performed for the reported complaint. There was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release. Pqe reviewed the DHR for the freestyle strips and the DHR showed the strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving lower readings from their adc meter compared to an hcp meter. The customer did not provide the actual blood glucose values but stated they had hcp contact and was treated by the doctor with insulin (dose unknown.) The customer refused to provide additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving lower readings from their adc meter compared to an hcp meter. The customer did not provide the actual blood glucose values but stated they had hcp contact and was treated by the doctor with insulin (dose unknown.) The customer refused to provide additional information. There was no report of death or permanent injury associated with this event.